Event description:
I started having migraine which turns into vertigo as soon as the implant. My daughter was only (B)(6). My vertigo never went away. It would strike me anytime. It disrupted my life, my work. In 2013, I started to bleed a lot and nonstop. I just started my new job, and had to take off a lot. Lost a lot of blood, and had blood transfusion. Then, I had the ablation to stop the bleeding. Now, I am not bleeding, but get spotting. I feel like I have been forced to go on menopause. My blood pressure spikes up a lot. My bowel movement changed. I am constipated a lot. I now have ibs. I have many stomach pains that come and go, back pains, that come and go. My neck has weakened. It is always painful. If pain persists, I get headaches then turns to vertigo. It makes it hard to work. I no longer can do (B)(6), lift weights because of pain. For about a year now, I am losing my balance. When I walk, I lean to my left a lot. I wear this cool towel around my neck, and have iced bottle on back of my neck because I would get this rush of heat on back of neck and would start to get dizzy and blood pressure elevates. I started getting irritated down there in my vagina, like some type of yeast infection. I have been given ointment but it is temporary then it will come back again. In summary, I have been sick ever since the implants of this essure.